Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. Insulin pump had crack on side and also exposed to water. Insulin pump was cracked from back to the front. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due corrosion and mold all along the bottom of electrical board and on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a crack in the battery tube that extends to the top of the device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.